Manufacturer narrative:
Initially, it was reported that the patient suffered a respiratory infection (requiring an unspecified medication). On post-procedure day 1, the patient had an abnormal chest x-ray indicating possible atelectasis or pneumonia. Intervention was medication. Issue was ongoing and unchanged. Principal investigator assessed this event as moderate in severity, not serious, not investigational device related, and definitely index procedure-related. It was noted that no device deficiencies occurred. An update was received on the event on (B)(6) 2018 correcting the patient consequence from respiratory infection to pleural effusion. On post-procedure day 1, the patient developed a suspected small right pleural effusion. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and definitely index procedure-related. Per the correction on the patient code, updated patient codes to pleural effusion. Also, additional concomitant products have been provided of smartablate generator/us catalog #: unknown/serial #: unknown and lasso catheter/us catalog #: unknown/lot #: unknown. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information was received indicating the principal investigator re-assessed the hematoma as mild in severity. It was reassessed from moderate to mild. Manufacturer's ref # (B)(4).

Manufacturer narrative:
Additional information was received on the event on july 19, 2017. At an unspecified point, the patient also developed hypotension. There is no information regarding intervention, extended hospitalization, patient outcome, or causality opinion. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17580679l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, model #: unknown, serial #: unknown. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a (B)(6) old male patient underwent an ablation procedure with a thermocool smarttouch uni-directional sf catheter and suffered a hematoma (requiring pressure application) and a respiratory infection (requiring an unspecified medication). On post-procedure day 0, a hematoma was detected. Intervention was pressure application. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and definitely index procedure-related. On post-procedure day 1, the patient had an abnormal chest x-ray indicating possible atelectasis or pneumonia. Intervention was medication. Issue is ongoing and unchanged. Principal investigator assessed this event as moderate in severity, not serious, not investigational device related, and definitely index procedure-related. It was noted that no device deficiencies occurred. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional information was received on july 28, 2017 which stated that the principal investigator assessed the event of ¿hypotension¿ as not device or procedure related. (B)(4).